Event description:
The following was reported to Gore: On (b)(6) 2025, a patient underwent an endovascular procedure and a GORE® EXCLUDER® Thoracoabdominal Branch Endoprosthesis (TAMBE) was implanted. During this procedure, GORE® VIABAHN® VBX Balloon Expandable Endoprosthesis (VBX device) devices were implanted in the visceral arteries as branch devices. On (b)(6) 2026, during review of CTA images, a disconnection was observed between two VBX devices that were implanted in the superior mesenteric artery (SMA). As reported, imaging showed the distal VBX device (7 x 59) appeared to have pulled out of the proximal VBX device (7 x 79). On (b)(6) 2026, a reintervention was performed to realign and/or reconnect the VBX devices in the SMA. Two GORE® VIABAHN® Endoprosthesis with Heparin Bioactive Surface were implanted.

Manufacturer narrative:
CBAS® Heparin Surface incorporates CARMEDA Heparin manufactured from heparin sodium API, which is covalently bound to the device surface and is essentially non-eluting. H6 - Code C19: Review of device manufacturing record history confirmed both VBX devices implanted in the SMA during index procedure, met pre-release specifications. Gore is unable to determine which device is involved in a reportable adverse event (device connection). The devices are of the device type choose one. The second device information is as follows; LSN# (b)(6); catalog #BXB077902A; UDI: (b)(4). H6 - Code B20: The devices remain implanted and unavailable for analysis. No images enabling direct assessment of product performance were returned for evaluation. W. L. Gore & Associates, Inc. (Gore) is submitting this report to comply with 21 C.F.R. part 803, the Medical Device Reporting regulation. This report is based upon information obtained by Gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, Gore, or its associates that the device, Gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to Part 803. This statement should be included with any information or report disclosed to the Public under the Freedom of Information Act.